Manufacturer narrative:
The reported devices were returned to conmed for evaluation in opened original packaging. A packaging engineer verified the complaint of "insufficient heatseal" which led to a sterile breach. Adhesive transfer was not observed on parts of the seal; therefore, this packaging issue occurred during the manufacturing process. This is the only complaint against this lot of 700 units. A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed 3 similar complaints involving 4 devices for this product family. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0019 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system and device returns.

Manufacturer narrative:
The reported devices are expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluations and the complaint investigation.

Event description:
The distributor in (B)(4) rejected two 60-6010-002 devices for "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.